Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Summary of investigational findings: emergency tevar (thoracic endovascular aortic repair) for ruptured descending aortic aneurysm was performed for (B)(6)-year-old female patient. Because of the tortuosity, a pull-through was created from the beginning and a gore/dryseal 22fr was used to support access. Preoperative device plan was main body: zta-p-34-209-w1 peripheral: zta-p-38-217-w1. The first zta-p-34-209-w1 passed without difficulty. When delivering the second zta-p-38-217-w1 (complaint device), it seemed that the force was less transmitted than with the first device, and it felt strange that it was different from the usual usage. The physician thought that the cause the second device did not pass was because of the tortuosity of the descending aorta, so a lunderquist was inserted from the other side (left side) and the device was attempted to be delivered after straightening the aorta, but it did not pass. Although something different was felt by physician just before inserting into the first placed zta-p-34-209-w1; after pushing and rotating the delivery system 2-3 times in the usual way, the surface of the sheath began to become accordioned. The physician reported that this was a phenomenon never seen before, and that the sheath had torn when removed the delivery system was removed. A zta-p-36-209-w1 was used as a substitute. No health hazard. The patient has recovered. The complaint reported by the user was confirmed based on visual and/or functional inspection. The entire device and photographic evidence were returned for evaluation. The device evaluation and the review of the photos determined the following: the photos determined that the sheath was damaged in a way that some sheath material was missing. The device evaluation found that the device was kinked in area close to the dilator tip, measured 70mm from the dilator tip. Additionally, several scratches were observed on the dilator tip and the sheath, and indentations were observed on the tip of the sheath. Sheath material was missing from 600mm to 755mm measured from the tip of the sheath, only coil windings of the sheath were observed in this area, and they were observed to be stretched from each other. Multiple single and significant compressions and folds were observed from 200mm to 600mm and from 645mm to 755mm measured from the tip of the sheath. The outer diameter of the sheath was measured to 6.67-6.73mm which is within specification. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible cause is tortuous patient´s anatomy may have contributed to the challenging advancement of the device. Consequently, the reported pushing and rotating of the delivery system may have contributed to the severe damages of the device. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: emergency tevar for ruptured descending aortic aneurysm was underwent for (B)(6) years old female patient. Because of the tortuosity, a pull-through was created from the beginning and a gore/dryseal 22fr was used to support access. Preoperative device plan was main body: zta-p-34-209-w1 peripheral: zta-p-38-217-w1. The first zta-p-34-209-w1 passed without difficulty. When delivering the second zta-p-38-217-w1, it seemed that the force was less transmitted than with the first device, and it felt strange that it was different from the usual usage. The physician thought that the cause the second device did not pass was because of the tortuosity of the descending aorta, so he inserted a lunderquist from the other side (left side) and tried to deliver it after straightening the aorta, but it did not pass. Although he felt something different from usual just before inserting into the first placed zta-p-34-209-w1, after pushing and rotating the delivery system 2-3 times in the usual way, the surface of the sheath began to become accordion-like. He said that this was a phenomenon he had never seen before, and that the sheath had torn when he removed the delivery system. A zta-p-36-209-w1 that was in stock at the hospital was used as a substitute. Although the device was undersized than expected, the procedure was completed without any endoleak. Patient outcome: no health hazard. Patient was recovered.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.